Event description:
It was reported that a malfunction occurred on the pump with the malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur.